Event description:
Boston scientific received information that following an implant procedure a right ventricular threshold test was being performed. During the test, the electrogram (egm) flatlined and the patient experienced more than three seconds of asystole. It was concluded that the right ventricular (rv) lead had dislodged. As a result, the pocket was reopened and the rv lead was explanted and replaced. It was also noted that the leads were reversed in the header. The leads were inserted into the appropriate port. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.